Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Reportedly, customer was unable to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support; however, the customer did not provide the outcome of the event.